Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, there was continuous spinning of the blade that occurred prior to any patient contact. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Conclusion\: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.